Event description:
Additional information received reported the pushwire was not rotated or pulled back at anytime during the procedure. There was no r esistance/friction during retrieval of the pipeline. The pipeline did not seem to deploy spontaneously in the catheter hub.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: ; implant date ; explant date product ID ped-475-20 (lot: unknown); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex embolization device that failed to open proximally and then deployed in the catheter hub during retrieval. The patient was undergoing a procedure for flow diversion stent implantation treatment of a right internal carotid artery (ica) c7 segment unruptured saccular aneurysm. The distal landing zone was 3.7mm and the proximal landing zone was 4.9mm. Patient's vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline stent (ped-500-20, lot: b710313) was advanced through the phenom 27 microcatheter and delivered to the m1 segment. When less than 50% of the pipeline was deployed, it was noted that the proximal pipeline was not opening well and the "stent locked the y-valve." The surgeon waited 5 minutes but the pipeline still did not open. The stent was retrieved and redeployed, pulled back to c7 segment and waited 5 minutes again, tried push and pull repeatedly, but it could not be opened smoothly. It was noted that the pipeline was resheathed 2 or less times. It was not positioned in a bend. Finally the stent was withdrawn but during retrieval, the pipeline stent deployed in the phenom 27 hub so both devices were replaced. A different model pipeline (ped-475-20) was then deployed in the m1 and pulled back to anchor in the distal c7 segment. The guidewire was used to ensure good wall apposition and angiography confirmed good opening, wall adhesion, and patency of the parent artery, so the procedure was successfully concluded. There was no patient harm or injury associated with this event. Ancillary device: navien 5f 115cm catheter (rfx058-115-08).

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was found to be stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have "failure to open at proximal "and "device open prematurely the distal and proximal ends of pipeline flex braid were found to be opened and damaged. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.